Event description:
The customer contact reported a delay of critical therapy following an alarm condition. On an unspecified date and time the pump was programmed to deliver normal saline as a "ns chaser for vasoactive mes" and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the pump alarmed for distal occlusion. At that time, the nurse noted the stopcock from the normal saline was in the closed position instead of the expected open position. The nurse opened the stopcock from the normal saline. It was reported after the alarm was cleared, the "pump would not restart." No specific details were provided. The customer contact reported the patient's blood pressure decreased to an unspecified level. The patient was treated with an unspecified volume of epinephrine. Though requested, no further information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.